Manufacturer narrative:
The following complaint was received as part of an (B)(6) study, performed out of the us. The 2.25 mm stent diameter is not included in the FDA approved product matrix.. Review results of the angiogram related to the customer complaint (B)(4) (july 27, 2021): the lad has a tight lesion in the mid segment at the bifurcation of a diagonal branch (2nd) and a large septal branch; there is a lesion in m2; rca appears occluded from the ostium; pci is performed successfully to the m2 lesion with an elunir 2.25x15mm stent; then, pci is performed to the lad lesion with an elunir 2.25x20mm stent; the stent is post-dilated; there is compression of the diagonal branch and the large septal branch; the final result in the lad is good. In conclusion, an elunir stent was implanted in the lad with compression of side branches, which may have caused the nstemi.

Event description:
On (B)(6) 2021, the patient was admitted for an elective procedure due to unstable angina and a positive heart scan. Troponin I level pre-procedure: 10ng/l (uln<50ng/l). The patient underwent the index procedure pci to the mid lad (target lesion, cass #13) and to the om2 (target lesion, cass # 21). On (B)(6) 2021, post-index, there was an elevation of troponin I: 1993ng/l ((B)(6) 2021, 00:00), 8986 ng/l ((B)(6) 2021, 08:05). The patient was without any clinical signs. There was no mention of chest pain or other cardiac symptoms. There were no complications post-index, and no treatment was given. There was no mention of covid-19 symptoms or testing. The event was classified as an expected adverse event; mild severity. Final cec decision dated 22-jun-2021: adjudicated event: mi- periprocedural mi scai definition -in patient with normal baseline ck-mb, type 4a myocardial infarction related to percutaneous intervention (pci) , angiographic findings consistent with a procedural complication, spontaneous mi: no; relatedness: study device: possibly related. Procedure: related ; classification of mi: non-q wave nstemi; comment: non-q wave mi (ECG reviewed), side branch occlusion (film reviewed). Patient current status ((B)(6) 2021): no angina, no ae.

Manufacturer narrative:
DHR review for lot#: lnrin00540 was conducted on august 30, 2021 and concluded that device was released meeting its specification. IFU review was conducted on august 30, 2021: no deviation of IFU was reported. Final report overall conclusions (dated sep 01, 2021): 1. The investigation findings indicate that the mi may have been caused by compression of a side branch during implantation of the elunir stent (lot#: lnrin00540) in the lad in the index procedure. 2. The review of the DHR (device history record) of lot#: lnrin00540 indicates that the product was supplied meeting specifications. 3. Myocardial infarction is a well-known potential adverse event that may be associated with the implantation of a coronary stent in coronary arteries and is listed as such in section 7 of the elunir IFU. In this case the event was not unanticipated based on the known risks, including the patient's history of unstable angina, dm type 2, hyperlipidemia, htn, moderate mr and bph. 4. The event of this complaint is addressed in the elunir dmfea report and the risk remains low. No new risks were identified. 5. Current status: last contact on (B)(6) 2021, no angina and no ae were reported.